Event description:
It was reported that the atrial lead had unstable threshold, high lead impedance in bipolar, and diminished p-waves. The physician elected not to replace the atrial lead, so the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: e1dr01 implantable pulse generator (B)(6) 2004; 5076 implantable pacing lead (B)(6) 2004. (B)(4).